Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified lot specific product quality issue. All available information was investigated and a cause for the reported sgc leak (loss of fluid column during sgc preparation) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other additional mitraclip referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the steerable guide catheter (sgc) 90927u123, a loss of fluid column occurred. The sgc was not used and was replaced. The clip delivery system (cds) 90828u110 was inserted, and the leaflets were grasped. The deployment sequence was started, but while testing the lock, the clip failed to close. Troubleshooting was performed but the clip was unable to close; therefore, the clip was removed and replaced. Two additional clips were implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.